Event description:
It was reported that the pt was to undergo prophylactic generator replacement surgery. Clinic notes also state that the pt has had an increase in seizures recently. The physician feels it may be due to the generator nearing end of service "despite a vns test that showed a normal read test and that the battery is still functioning." Pt underwent surgery on (B) (6) 2010 to replace the generator prophylactically, per physician. Product was returned to the MFR, but analysis is pending. Attempts for further info have been unsuccessful to date.